Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume and during the follow up is was reported the carpet was wet from the last therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: they were unsure as to where the leak originated from but claimed it was due to something they did. There was no allegation against any of the supplies and therapy had been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Common device name (procode) was defaulted to kdj and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4):this complaint was not confirmed and the root cause was undetermined. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.